Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The results from a roche lab on a cobas e602 were 0.185 coi and 0.186 coi (non-reactive) additional testing was completed within a roche lab on a cobas e801 and the results were 0.338 coi and 0.309 coi (non-reactive). Additional results: hivag 0.323 coi, 0.293 coi ahiv 0.100 coi, 0.0967 coi. The immunochromatography results are: anti hiv-1: negative (-) anti hiv-2: negative (-). Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv combi pt assay. If cutoff index values are = 1.0 in either of the redeterminations, the samples are considered repeatedly reactive and must be confirmed according to recommended cdc confirmatory algorithms." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation determined that the assay performs within specification, and there is no product issue found.

Event description:
There was an allegation of a questionable elecsys hiv combi pt result from the cobas e 602 module for one patient. The initial result was 20.5 coi (reactive). The sample was re-centrifuged, and the repeat result was 0.2 coi (non-reactive).